Event description:
A confirmed motor stall and motor stall recovery was reported. The motor stall was stated to be due to patient having MRI or other medical procedure. Per healthcare provider (hcp) the pump showed "stalled twice upon interrogation". Motor recovery was shown in the logs after the update.

Event description:
Additional information: the pump contained gablofen. The pump motor stall recovered and was caused by MRI. The patient experienced no signs or symptoms related to the event. The patient outcome was reported as no injury.

Manufacturer narrative:
Catheter: model: 8709, serial#: (B)(4), implanted: (B)(6) 2010, explanted: unk.

Manufacturer narrative:
(B)(4).